Event description:
The patient reported that when trying to resume pump therapy after being on injections for three days, the patient could not get the pump to power on. The patient reportedly tried three batteries and the pump would not power on.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There were no alarms related to the complaint observed in the pump history. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. Visual inspection revealed a crack in the battery compartment. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.